Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
The patient reported experiencing elevated blood glucose of 360-380 mg/dl when he woke up in 2009. He attempted to bolus through the infusion device, but he was unable to do so. He stated that the infusion device did not function and "0.0" was displayed on the screen. He injected insulin via pen to lower his blood glucose. He stated that the day prior to event, he reviewed the basal rates and changed the insulin cartridge. His normal blood glucose level is 120 mg/dl. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.